Event description:
Information received indicates, the foot end casters on this unit will still ratchet a few clicks when the brake is engaged.

Manufacturer narrative:
The biomed replaced both foot end casters to repair the stretcher.